Event description:
It was reported that during a laparoscopic cholecystectomy procedure, every other clip was bent and would not clamp on tissue appropriately. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Premature lockout additional information: were bent clips malformed clips or were bent clips sideways feeding clips? Account stated that clips were bent and not clamping on tissue correctly. If malformed clips, were clips pear-shaped or did clips not close all way? The clips did not clamp on tissue appropriately did clips fall off of tissue after being applied? If so, was there any bleeding or leak as result of clip falling off? If bleeding, please quantify amount and were blood products given. Account was not aware if clips fell off. There was no bleeding or altered patient outcome due to the issue. Was there any change to procedure or post-op patient care? No change to procedure or post-op patient care. The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred. It could not be determined what may have caused the failure of the lockout mechanism. No incident related to the reported event was observed during the batch record review.